Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the ligaclip failed on the cystic duct causing bile spillage. The clip failed to hold and the second clip crossed over. Procedure was completed using same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.